Event description:
Customer reported that a pt in the pacu was started on an epidural infusion of morphine 5 ropivicaine 100 basal 2 cc, bolus 2 cc every 10 minutes for maximum of 14 cc. The pt complained of no pain relief. The nurse noted leaking from the tubing and noted leaking from where the luer lock is fused to the tubing. The pt required bolus doses of medication to adequately control their pain. Although requested no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the eval is complete.